Manufacturer narrative:
The hospital biomed tested the rapid infuser and was unable to duplicate the complaint that the unit was unable to finish priming. The unit was subsequently returned to belmont for investigation and we were also unable to confirm the customer complaint; the unit functioned appropriately and was able to complete priming. However, upon receipt, it was noted that the cover gasket was broken and the display housing was dented. In addition, the input and output temperature probe sensors were dirty, which caused the unit to exhibit a "heating fault" alarm. If the temperature probes are not cleaned according to the instructions provided in the operator's manual, it could cause the system to misread the input fluid temperature and result in a "heating fault" alarm. The operator's manual states: "keep the probe sensors clean and dry. If they become dirty or wet, clean with a moistened q-tip and dry. Use care not to damage the sensor surface." We were unable to investigate the disposable set as it was discarded at the hospital and the lot number was not saved. The user facility reported that the patient unfortunately passed away due to other circumstances.

Event description:
The user facility reported that the unit was unable to prime. This failure reportedly occurred at the beginning of the procedure with a patient involved. The users were unable to use the machine for the case and the disposable set was discarded without writing down the lot number. It was also reported that the patient passed away due to other circumstances and that the biomed was unable to confirm the failure in the lab.